Event description:
The event is reported as: complaint alleges: upper attaching part of the connector has broken. Connector did split. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.